Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for hardware low level failures. Customer states they experienced high blood glucose and ketones. Customer¿s blood glucose was 7.3mmol/l at time of incident. Customer states alarm was occur during the self test and it was passed. Customer also got alarm for failed battery and low battery. Customer advised to monitor the pump and call back for further troubleshoot. Insulin pump will be return for analysis.